Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient said that their "recharger won't charge it up no more". No further information was collected as the patient disconnected the call. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the implant was charging about 25% and the device placed on the patient¿s back was not charging even though it had been on charge for weeks and leaving on for several hours; the difficulty charging was first noticed for about two months. Steps taken to try to resolve the issue included putting new batteries in, waiting a day, and trying again; however, the difficulty charging had not been resolved. It was noted that the patient¿s legs were really bothering them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s charger was not working had had a blank mark, and they could not charge their recharger and therefore could not charge the implantable neurostimulator (ins), and the patient¿s legs were ¿eating [them] up¿ because of this. Troubleshooting was conducted at the time of the report and the patient confirmed they were seeing the normal recharger charging screen and the recharger battery was half full. The patient encountered an eri message, was able to bypass it, and was able to start an ins charging session with full coupling, which resolved the recharging concerns. The patient did not know if the therapy was on or off, and they would contact their healthcare provider (hcp) about the ins/eri message. No further complications were reported/anticipated.